Event description:
It was reported that t-wave oversensing was noted on the right ventricular lead during stored episodes. No t-wave oversensing was noted while the patient was in-office. The sensitivity was reprogrammed. It was later reported that the patient heard an alert and went to the emergency room. The alert was triggered due to t-wave oversensing and non-physiologic sensing on the right ventricular lead. The patient was treated for heart failure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).